Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed "defib disabled" and unspecified "defib fault" and "pacer fault" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.